Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ligation and division of main stem bronchus in thoracotomy with the lung resection procedure, the stapler did not fire. The stapler was loaded and surgeon attempted to divide the main stem bronchus. After pulling trigger once it would no longer fire. Attempted to second reload and the same occurred. There was a staple line incomplete at distal part and the jaws of the device lock on tissue which were manually opened and removed. A new handle and reload was opened to complete procedure. There was no patient injury.